Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced poor communication. They hadn't felt stimulation in about 10 days and noted that the ins wouldn't charge within the last couple of weeks. The last time they recharged was sometime in (B)(6) 2018. The patient noted that they didn't have the implant on for a while so they didn't charge it. The patient received a "reposition antenna" screen on their recharger. They reported that they were in pain and had back pain. The patient noted that they were always in pain but the last two weeks it had been worse. No further complications reported.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have cause or contributed to a death or serious injury or that the device in this report malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had stopped working and there was poor communication with the ins. The patient said the recharger was not charging the ins. The patient clarified that when they tried to start a charging session they saw a reposition antenna screen. The patient stated the last successful charging session was probably sometime last year but at least 6 months ago. The patient said their son had died a few days later and they had not been taking care of the ins since then. The patient stated the issue was their fault and not the equipment. The patient was directed to follow-up with their healthcare professional. No further complications were reported/anticipated.